Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they could not able bolus after changing out the battery. The customer¿s blood glucose level was 116 mg/dl. The customer received a battery out limit alarm. Customer was able to clear the alarm. Customer was able to complete pump rewind. Customer had not received multiple battery out limit alarms when batteries were out of the insulin pump for less than one minute. The insulin pump will not be returned for analysis.